Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer was unable to complete the check. Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 349 mg/dl.